Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited oversensing. Patient received inappropriate shock due to oversensing. It was also noted from fluoroscopy that the lead was twisted and dislodged. The lead was capped and replaced on (B)(6) 2022. The patient was stable.